Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: tenku 2.5-15, guide catheter: launcher, stent: xience alpine 3.0-23, other: ivus. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat an eccentric, de novo lesion with moderate tortuosity, moderate calcification and 90% stenosis in the mid left anterior descending (lad) artery. The balance guide wire was advanced to the target lesion, an intravascular ultrasound (ivus) catheter was advanced over the guide wire, but strong resistance was met between the devices. Although, there was resistance between the devices, the procedure continued. After pre-dilatation was performed, a stent was deployed at the lesion, resistance was noted between the stent delivery system and the guide wire. Resistance was met between other devices during the procedure, but the strongest resistance was between the ivus catheter and balance guide wire. There was resistance met with associated devices and the guide wire during removal as well. It is unknown where on the guide wire the resistance was felt, but it was possibly on the core, not on the coils. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The used guide wire was not returned and may have helped to determine the root cause of the resistance during the procedure. Sterile samples from the same part and lot number were returned and tested, with no deficiencies found related to design, manufacturing or labeling. The lot history record was reviewed and identified no manufacturing nonconformities that were related to the failure mode. A review of the complaint handling database found 2 similar incidents from this lot. These devices will continue to be monitored.